Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for investigation. However, logfiles shows alarm 316 - blower failure first occurred on (B)(6) 2021 during startup, the next time unit switched on (B)(6) 2022 the unit alarmed again with 316. A screenshot for the blower troubleshooting shows unit speed at 0 lpm, but when the blower is on the current and voltage are within its normal range. Advised customer to exchange with a known good blower and repeat the test. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 that after replacing the main electronics last (B)(6) 2021, the unit started giving alarm 316 - blower failure. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined that the root cause is due to environmental contamination. Investigations performed on similar cases reported previously shows that extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This inturn cause the blower damage due to overheating. Vyaire recommended to replace it with a known good blower and repeat the test.